Event description:
Approx three months postoperatively, the pt presented with two "restricted" grafts. Both grafts appeared to be kinked just distal to the connectors. The first graft (model acn-4550) had a "simple" kink that "straightened out immediately with low pressure" from a balloon catheter. The second graft (model unknown) also appeared kinked and was stenotic, requiring higher pressure to open and perform stent placement. In 2001, the pt was readmitted. The first graft was kinked again and the second was re-stenosed inside the stent. A stent was placed at the kink in the first graft along with a radiation wire system. A rotablator was used to reopen the secon graft and a radiation wire was then used. It is unknown if the kink was the cause of the original stenosis in the second graft.